Event description:
The customer reported that during a patient event, their device would not recognize the connection to the patient. The customer stated that during the patient event, the AED defibrillation electrodes were removed from the first responder¿s AED to the customer¿s physio-control device. When the electrodes were connected to the device, the device only displayed dashed lines and did not recognize the connection. The customer then changed the therapy cable assembly as they connected the backup device, which arrived a short time later (3-5 minute delay). After the backup device was implemented, patient care continued until arrival at the hospital. The patient was reported to have not survived the event and was pronounced in the emergency room at the hospital.

Manufacturer narrative:
Philips defibrillation electrodes;adapter for philips defibrillation electrodes to use with physio defibrillation cable.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio also performed a clinical review on the reported event and determined that it is unknown if the outcome of the patient was as a result of the reported device failure based on the available information.